Manufacturer narrative:
Upon receipt, the device was interrogated and showed the battery status bol. The number of 12 charging cycles was documented. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. In particular, all stored iegm showed normal device behavior. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies were verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The device sensing was verified. The ICD proved to detect applied signals flawlessly free of noise. In summary, the device is fully functional. There was no indication of a material or mfg problem.

Event description:
Per rep., this pt expired on (B) (6) 2009. The physician requests that this device be checked to verify correct functionality. After reviewing the strips, physician stated the device functioned appropriately and therefore, had no issues with the device.